Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision surgery was performed due to head dislocation and stem neck shaving. A black discoloration of the bone and soft tissue within the joint were revealed at the revision. There was no bone fragility or soft tissue loss. The cup continued to be used and the insert was replaced due to age-related wear.

Event description:
Revision surgery was performed due to head dislocation and stem neck shaving. A black discoloration of the bone and soft tissue within the joint were revealed at the revision. There was no bone fragility or soft tissue loss. The cup continued to be used and the insert was replaced due to age-related wear.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a centpillar stem which was mated with a lfit v40 cocr head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection of the returned device indicated that the trunnion of the stem was severely worn. Damage is consistent with the loss of taper lock. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. -clinician review: no medical records were provided for review with clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from stem. The event was confirmed by examination of the returned devices. Visual inspection indicated that damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.